Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. Upon interrogation, the atrial lead exhibited loss of capture and loss of sensing. The physician was suspicious of dislodgement of the lead. On 7/15, the lead was explanted and the patient was in good condition.